Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio2: 3.9, lab: 2.8. On (B)(6) 2011: 3.0. The sample used for the inratio2 meter on (B)(6) 2011 was from a collection tube from a venous sample. Tech service advised the proper sample per pi to use for the inratio2 is a capillary sample. Target range is 2.5-3.5.